Manufacturer narrative:
(B)(4). Product under eval.

Event description:
Consumer complaint of about high blood results. Customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 120-190mg/dl fasting. Verified the strips expire 08/29/2017. Customer confirms the strips are not stored properly, and could not remember when the strips were first opened. Reviewed meter memory: 411mg/dl (B)(6) 2015 07:00:00 am fasting: yes; 428mg/dl (B)(6) 2015 01/27/00 pm fasting: no; 211mg/dl (B)(6) 2015 07:34:00 am fasting: yes; 215mg/dl (B)(6) 2015 08:06:00 am fasting: yes; 305mg/dl (B)(6) 2015 09:30:00 pm fasting: no; customers concerns 411 mg/dl on (B)(6) 2015 at 7am fasting. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 120-190mg/dl fasting. Verified the strips expire 08/29/2017. Customer confirms the strips are not stored properly, and could not remember when the strips were first opened. Reviewed meter memory: (B)(6). Customers concern: 411 mg/dl on (B)(6) 2015 at 7am fasting. Adverse event not reported.